Event description:
It was reported that (3) device was used during an unknown procedure. It was reported by the affiliate that the dbc10 and (2) dh010 devices would emit a steady tone using a h2tuv. Another instrument was used to complete the case. There was no consequence to the pt.